Event description:
A surgeon reported that following intraocular lens (iol) implant surgery., the iol had moved forward. The surgeon stated that during the implant surgery, a small part of a haptic broke because she pushed the injector's plunger too quickly; the iol was left in place. In a follow-up, the surgeon reported that the iol has been replaced without difficulties and the pt's prognosis is good. In her opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. This report was mailed to FDA on: 10/16/2009.